Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor, causing the service code 204. The cause for the failure was isolated to an open green (3.3v) wire and an open white pulse wire in the trunk cable. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.